Manufacturer narrative:
Notes to form 3500a and justification for information not provided as required per 21cfr803.52 is below. Investigation: evaluation of similar complaints. The complaints log was reviewed to identify any similar events involving a two step implant coming out of its implanted location between september 2019 and september 2020. No similar complaints were identified. Device history record (DHR) review: DHR review was not conducted as part / lot number(s) are unknown or could not be narrowed down. In his product & services survey response, doctor 1 did not distinguish which size two step implant this event occurred with. The sales representative was followed up with and stated that she is "unable to recall specifics in these deficiencies due to lapse in time". As there are various sizing options available for the two step implant, potential lot numbers could not be narrowed down to a significant or relevant amount. Thus, DHR review was not conducted. Review of surgical technique: two step hammer toe implant system instructions for use, IFU 900-01-008 revision o corresponds to the event. Limited information was provided for the surgical technique / conformance to the IFU, so it is unknown if the physician / user was described to have followed the IFU. Visual and dimensional inspection: no parts were returned, so visual and dimensional inspection could not be conducted. Simulated use testing: limited information has been provided regarding the reported event. It is unknown if patient noncompliance occurred or if there were any abnormalities incurred during the implantation procedure. As a result of the limited information, simulated use testing was not performed. The sales representative was followed up with and stated that she is, "unable to recall specifics in these deficiencies due to lapse in time." Investigation conclusion: based on the limited information available, the root cause of the event remains unknown. As this is the first reported occurrence of a two step implant coming out of its implanted location (medial phalanx in this instance) within the past year, the occurrence of the reported event is low and shall be further discussed as it applies to risk. In the event of a two step implant not holding in the middle phalanx and coming out, it is suspected that a removal case was necessary. As the specific event details are unknown, ufmea 4.0 shall be utilized for the risk assessment of this event as it generally captures the risk of a removal: "re-operation to remove or replace implants may be required at any time due to medical reasons or device failure." The current severity level of 3 (moderate) is appropriate as the implant coming out of its implanted location poses a major inconvenience to the doctor and to the patient. It was determined that (B)(4) two step implants have been sold between september 2019 and september 2020. With only one occurrence of the two step implant coming out of its implanted location within the past year, the occurrence rate is (B)(4). A detection level of 1 (very high) is appropriate as doctor 1 was able to identify that the two step implant was not holding in the middle phalanx and coming out.

Event description:
On (B)(6) 2020, doctor 1 responded to the "2020 product & services survey" with a "fair" rating towards trilliant's two-step hammer toe implant system. In the required notes section, doctor 1 stated "2 step hammertoe implant ...I have had experiences with this implant not holding in the middle phalanx and coming out." The trilliant surgical independent sales representative working with doctor 1 was contacted in regards to the report via phone to gain further clarification regarding the aforementioned statement. The sales representative reported doctor 1 has not experienced the implant not holding in the middle phalanx to her knowledge recently and this occurred during a time a former trilliant surgical independent sales representative was working with doctor 1. The following email was sent to the sales representative as follow up to allow her to speak with doctor 1 in regards to the comment and to try and best obtain further information. "Hi [sales representative], thank you so much for chatting with me in regards to [doctor 1's] response on trilliant's 2020 product & services survey, provided below. 2 step hammertoe implant ...I have had experiences with this implant not holding in the middle phalanx and coming out. Past gridlock plating, I have had plates break. [Doctor 1]: when we spoke, you mentioned you somewhat recollected these instances occurring awhile back when [x], a former independent sales representative for trilliant surgical, worked with him. Due to the lapse in time you were unable to recall anything specific regarding the reports above. Please follow up and let me know if you're able to pin point with [doctor 1] the exact case this could have occurred in or have any additional information regarding these for me to report. If not, please provide a response indicating no further information is able to be obtained!" On 09/26/2020, the sales representative confirmed via email correspondence that no further information could be obtained.